Manufacturer narrative:
Di has received no patient impact statement at this time. Patient impact unknown.

Event description:
One specimen ID is showing 2 pid's and crossing results to laboratory information system (lis) for both patients. Operators at the customer site are catching the mismatch in the lis. Order is sent correctly from lis to im and from im to instrument, but when results come back on specimen ID, it has 2 pid's on 2 different transactions with respective results, then crossing to lis. For example: transaction 1 showing correct patient x with their patient ID. Transaction 2 is showing patient y with correct patient ID - results for this patient is also crossing on correct specimen ID for this patient's pid. Root cause: it appears to be an issue with how instrument is sending, but customer is still trying to figure out why. Customer has not provided di with comm trace (log) which would allow di to determine conclusively that this is not a malfunction.